Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is receiving effective stimulation and no infection occurred, an x-ray was taken and the epidural lead is in the original site, however, the peripheral lead has moved a short bit due to the prior revisions but it remains in an appropriate location. Both leads are providing effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported one of the patient's peripheral (off label use) leads had eroded out of the skin. The patient underwent surgical intervention on (B)(6) 2015, where the lead was re-implanted deeper. The peripheral lead has moved slightly but remains in the appropriate location and the patient is receiving effective stimulation